Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 05-apr-2017, fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer to determine the column to be the cause of the high pressure the customer stated that they did not have a spare column on hand and would need to order a new one. No further action was required by field service. The most probable cause of the reported event was due to a fault/ failure of the column.

Event description:
On (B)(6) 2017, the customer reported that she ws unable to turn on the power for their g8 analyzer from the main breaker. Technical support (ts) instructed the customer to press the power button by the main screen. The device powered up but was now receiving the "high pressure error 100". Ts reviewed the filter replacement procedure with the customer. Then, the customer reinstalled the filter and attempted to run quality control (qc) and patient samples. She called back to report that mid-run received the high pressure error again. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.